Event description:
The piston rod returned back when selecting dose units [device malfunction]. Case description: the incident does not represent a serious public health threat. Novopen 4 (class iib). This spontaneous report was received from (B)(6) and reported by a consumer as "the piston rod returned back when selecting dose units". It concerns a pt of unk age and gender treated with novopen 4 for "device therapy". Upon analysis of the returned product a fault which may lead to a medical consequence was found. This could have resulted in the pt potentially receiving too high a dose and experiencing a hypoglycaemic event. This case was reclassified to an incident due to this fault. Analysis result: product name: novopen 4, batch: (B)(4).

Manufacturer narrative:
Company comment: upon analysis, a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction, the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could receive too high a dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event is considered minimal. Final comment from the manufacturer: during investigation of the device, a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in case (B)(4), it was estimated that the fault found did not have causal relationship with adverse events reported in the case. The reporting rate for the reports, where a similar fault as that seen in argus case (B)(4) has been found, is low. The fault identified in this report resulted in the case being upgraded to MDR status on (B)(4) 2011. Evaluation summary: investigation and results: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction, the dose accuracy is not affected. Conclusion: we can confirm the user's experience with the device. The observed problem on the push-button is due to incorrect handling during use.